Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to observe drops during a supply change and noted insulin leakage from the cartridge, after which the user cleaned the insulin chamber and, with guidance, completed the supply change and resumed insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin delivery without alerts or alarms. Customer care agent provided support included troubleshooting and user education over the phone. Investigation of this case revealed a leaking cartridge associated with the cartridge and connector components, with user guidance resolving the issue without further device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was an isolated component leak addressed through standard troubleshooting.